Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), device breakage ("multiple fragments of gray metal") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal disorder and pelvic discomfort. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), fatigue ("chronic fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding") and back pain ("back pain"). The patient was treated with surgery (essure removal), and surgery (she underwent a bilateral salpingectomy, which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, ovarian cyst, abdominal pain lower, uterine pain, menorrhagia, fatigue, alopecia and back pain outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, ovarian cyst, pelvic pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, patient concomitant condition added,product information updated, events added as :- alopecia, device dislocation, device breakage, abdominal pain, back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: tore through fallopian tubes / coil had migrated"), device breakage ("multiple fragments of gray metal") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal disorder, pelvic discomfort, bipolar disorder since 1999, joint ligament rupture since (B)(6) 2015 and tendonitis since (B)(6) 2015. Concomitant products included cilest (ortho-tri-cyclen 21) from 2009 to 2015 and risperidone from 2012 to 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), fatigue ("chronic fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding") and back pain ("back pain"). The patient was treated with surgery (essure removal), surgery (she underwent a bilateral salpingectomy, which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, ovarian cyst, abdominal pain lower, uterine pain, menorrhagia, fatigue, alopecia and back pain outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, ovarian cyst, pelvic pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Outcome of event pelvic pain, dysmenorrhoea were update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), device breakage ("multiple fragments of gray metal") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal disorder and pelvic discomfort. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), fatigue ("chronic fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding") and back pain ("back pain"). The patient was treated with surgery (essure removal), surgery (bilateral salpingectomy) and surgery (she underwent a bilateral salpingectomy, which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, ovarian cyst, abdominal pain lower, uterine pain, menorrhagia, fatigue, alopecia and back pain outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, ovarian cyst, pelvic pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding") and fatigue ("chronic fatigue"). The patient was treated with surgery (she underwent a bilateral salpingectomy, which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, ovarian cyst, pelvic pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.